Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. All of the keypad buttons were unresponsive. There was no contamination under the keypad buttons. Internal moisture damage was observed through the display lens and the pump failed in-house leak test with a display lens leak. The pump booted up with audible and vibration sounds and the display was discolored. Investigation of the complaint was not adequately done due to unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).